Event description:
It was reported that the patient presented via merlin.net transmission. Upon review, the pulse generator exhibited multiple ams episodes and noise reversions. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information on (B)(6) 2017 indicated that the device was explanted and replaced on (B)(6) 2017. No further information was available.